Event description:
The user facility reported that during a patient procedure the tip of their xt triple bend insert broke off into the patient's mouth. The tip of the device was unable to be located however, the procedure was completed successfully. Following the procedure, the patient was advised to receive x-rays. The tip of the device was observed in the x-rays. It is unknown if or how the tip was removed. No report of injury.

Manufacturer narrative:
The xt triple bend insert subject of the reported event was returned for evaluation. Evaluation results determined that the tip breakage may be attributed to the instrument being dropped prior to the patient procedure or mishandled by user facility personnel. The reprocessing of hu-friedy dental hand instruments and accessories states (section 3.2), "inspect all instruments after the cleaning and rinsing step for corrosion, damaged surfaces, and impurities. Do not further use damaged instruments." The device history record (DHR) for the subject lot was reviewed and no abnormalities were noted. User facility personnel will be advised of the evaluation results for the xt triple bend insert subject of the reported event.